Event description:
As reported, it looked like the sealant of a 6/7f mynx control vascular closure device (vcd) was coming out of the sleeve out of the package. They stated that it looked like the end of the device (where the sealant is) was larger than normal. The doctor thought it would be okay and still tried to insert into 6f non-cordis sheath, but it would not go. They attempted multiple times. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. The device was carefully removed from the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The procedure was a renal bleed and used a retrograde approach. The deployer is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, it looked like the sealant of a 6f/7f mynx control vascular closure device (vcd) was coming out of the sleeve out of the package. They stated that it looked like the end of the device (where the sealant is) was larger than normal. The doctor thought it would be okay and still tried to insert into 6f non-cordis sheath, but it would not go. They attempted multiple times. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. The device was carefully removed from the package. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The procedure was a renal bleed and used a retrograde approach. The deployer is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation and the stopcock was observed open. The sealant was observed exposed to blood. In addition, the balloon was found fully deflated, and it was noted that there was crystallized residual fluid in the inflation tubing and balloon, which may have contributed to the reported incident. Dimensional analysis was performed to verify the catheter working length from the distal end of sheath catch to the proximal end of balloon, and it was verified to be within specification. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per functional analysis, an applicable lab sample sheath introducer was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab sample sheath introducer without issue during the investigation. The returned device performed as intended per the mynx control instructions for use (IFU). A simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant, and button 1 was able to be depressed fully to deploy the sealant. It was revealed that the sealant was exposed to blood and adhered to the device components, which caused the resistance felt when attempting to depress button #1 as received. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also pressed; however, due the crystallized residuals in the balloon, it was not possible to withdraw the balloon into the advancer tube. In addition, inflation/deflation test could not be performed on the balloon of the returned device due to the crystallized residual fluid in the inflation tubing and balloon. Per microscopic analysis, visual inspection at high magnification showed evidence of crystallized residual fluid in the inflation tubing and balloon as received, which may have contributed to the reported incident. In addition, the sealant was observed exposed to blood. The product history record (phr) review of lot f2206101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-impeded¿ was not confirmed through analysis of the returned device since the device passed functional analysis with the insertion/withdraw test. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the condition of the exposed sealant. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the exposed sealant reported. However, handling factors are possible. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, regarding the reported difficulty experienced when attempting to insert the device into the sheath, it is not possible to determine what factors may have contributed to impedance experienced since the device passed functional analysis and the procedural sheath was not returned for investigation. However, it was noted that there was crystallized residual fluid found within the inflation lumen, and it is possible that this condition could have contributed to the difficulty experienced during insertion. It should be noted that viscous contrast solution might cause the difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ also stated in the IFU, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ neither the phr review, nor the product analysis suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2206101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it looked like the sealant of a 6/7f mynx control vascular closure device (vcd) was coming out of the sleeve out of the package. They stated that it looked like the end of the device (where the sealant is) was larger than normal. The doctor thought it would be okay and still tried to insert into 6f non-cordis sheath, but it would not go. They attempted multiple times. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. The device was carefully removed from the package. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. The procedure was a renal bleed and used a retrograde approach. The deployer is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.